Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. They were unable to verify the button error alarm and failed battery test alarm due to a blank display. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was trying to clear the alarm by pressing the esc and act buttons. Customer's blood glucose level was 93 mg/dl. Customer stated that she took the batteries out to clear the alarm and she put them back in. Customer is now receiving a failed battery test alarm. Customer stated that she was at the pool and was near water. Customer was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan.